Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item had already been issued to the patient. Because of this, the user was able to issue a key to retrieve the item. A technical support specialist (tss) guided the customer to correct the quantity on hand (qoh) for the medication. The tss advised the user to contact their director of nursing (don) to perform a cycle count, which helps verify actual inventory and resolve system discrepancies. To ensure the patient was not billed twice, the user was also instructed to coordinate with the pharmacy. The tss identified the root cause of the issue: the key combo item did not work because the item ID for the key combo had a discrepancy. The mismatched or incorrect item information in the system caused the function to fail. The system functioned as intended after the technical support specialist investigated and assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the item user issued out did not pop out with key item. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.